Event description:
It was reported the pt experienced stinging over the lead-extension connection, and shocking of "privates" and left ribs. The symptoms began following a fall. The pt had reportedly fallen several times in the last three weeks from what was believed to be an unrelated stroke. Additional info has been requested, but was not available on the date of this report.